Event description:
The doctor claims that after the patch was implanted for a carotid endarterectomy procedure, it "squirted" (leaked) blood from three areas on its "center seam" (suture line). The exact quantity of blood lost through the patch is unknown at this time. The corrective action taken to stop the leakage was the application of thrombin and gel foam over the patch and subsequent application of pressure for 40 minutes. The patch was left in. The pt's post-operative condition was fine. The outcome of the case was fine.